Event description:
Reference number (B)(4). Event occurred in the united states. The patient experienced an insulin flow blockage alarm on (B)(6) 2025, which was found to be caused by a blockage in the tubing. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005846, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005846 was manufactured according to the work instruction (wi) version 96 and packaged in the machine multivac 10 on 29-feb-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4b04465 was manufactured according to the wi version 33 and manufactured in the machine ls24-ls25, on 29-feb-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4b03727 was manufactured according to the wi version 33 and manufactured in the machine ls06-ls07, on 24- feb-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4b04452 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 28 - feb-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4b04454 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 29 - feb-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4b04455 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 01 - mar-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4b04450 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 26 - feb-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4b04737 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 23 - feb-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4b03719 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 22 - feb-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4b03719 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 25 - feb-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.